Manufacturer narrative:
No patients were affected in connection to this event. A beckman coulter field service engineer reported changing the aspirate probe tubing, aspirate probes, aspirate probe one duckbill and rebuilding pipettor two precision pump to correct the failed system check and quality control issues. Verification routines, including system check, and all customer quality control were within limits after the repairs were completed. In conclusion, the cause of the erratic quality control values and failed system check routine was due to a hardware malfunction, although no one part can be implicated as the sole contributor to this event. (B)(4).

Event description:
Customer reported obtaining erratic quality control (qc) values for multiple assays involving the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer replaced the aspirate probe one duckbill and replaced the substrate as part of troubleshooting. Qc was repeated and continued to fail specifications. The customer ran a system check routine to rule out a hardware malfunction which failed specifications. The customer reported there were no issues with patient sample results in connection to the event. Service was requested and a beckman coulter field service engineer was dispatched to assess instrument performance.